Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported poor communication on the patient programmer when using the antenna. The patient confirmed the antenna was secured and this resolved at the reported issue. The patient unplugged the antenna and placed the patient programmer directly over the implantable neurostimulator (ins) and this resolved the reported issue. The patient reported they had a return of symptoms on (B)(6) 2017. The patient reported that they were getting the poor communication with the antenna intermittently, and it connected during the call, but then went to poor communication. The patient programmer did communicate successfully without the antenna, and during the call the patient connected and they reported that stimulation was on, at 1.9 v and increased to 2.2 v and was going to try that setting. The patient stated that they wanted to increase because they didn¿t feel stimulation, and had an accident on (B)(6) wetting their pants and they could not get to the bathroom in time. The patient stated they found the poor communication also began on (B)(6). The patient reported no falls or trauma. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the manufacturer representative met with the patient on (B)(6) 2017 and added a new program. The patient was reportedly happy and the issues were resolved. No further complications reported/anticipated.